Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicated that a posterior cuff miss and subsequent link detachment occurred which would result in a failure to retrieve the suture and link as reported. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, when the plunger was pulled no suture was present. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided. After the procedure the physician looked at the first device and on inspection observed that the suture was caught and was stuck in the groove. The physician pulled on the suture and it snapped.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.